Event description:
Per hospital policy, the explanted generator will not be returned. No additional relevant information has been received to date.

Event description:
Patient had a full revision performed. The defective lead was not explanted. No additional relevant information has been received.

Event description:
It was reported that the patient battery was at eos. It was noted that high lead impedance was observed and the patient generator was disabled around a week prior to battery replacement. It was reported that the patient had a battery replacement occur. After the battery replacement, high impedance was still observed and the surgeon chose to proceed to turn on the patient's device despite knowing this is not recommended in device labeling. The surgeon noted that the patient had high impedance and was still doing well so they were still getting therapy. No known surgery has occurred to date in relation to the high impedance. No additional relevant information has been received to date.